Event description:
It was reported that the asymptomatic patient presented for follow up, noise was noted on the left ventricular lead. All other electrical measurements were normal. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.